Event description:
On 4th august 2025, it was reported by an arthrex's employee via email that for 1 unit of ar-4501, meniscal cinch¿ ii, both implants were deploy and set properly, when retrieving the suture, it broke, and both implants was pulled out. This was detected during a meniscus repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-4501. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Upon visual evaluation, it was noted that the suture returned was frayed and no one of the two implants was returned. One of the trigger buttons was damaged. The most likely cause is attributed to misuse due to user error of using excessive force to pry, leverage the device, and/or due to improper surgical technique.